Event description:
On (B)(6) 2024, a patient (pt) in brazil called to report symptoms of burning, discharge, redness and ¿feeling of dry¿ after 2 hours of wearing the acuvue® oasys® brand contact lens (cls) on 31oct2024. The pt purchased systhane ui recommended by pharmacist. The pt did not need to seek medical attention. The pt reported it was the first time wearing the cl brand as the pt usually wears another acuvue brand. The pt did not trial fit for the lenses with an eye care provider (ecp). The event was determined not to be a serious adverse event with the information provided. On 16dec2024, the provided additional information. The pt was seen today by the ecp and was given a new prescription and advised the pt could return to cl wear. On (B)(6) 2024, the pt reported the lenses ¿hurt my eyes¿, mainly right eye (od). I have a ¿final result from my treatment that I was undergoing with my ophthalmologist.¿ the pt reported ¿now with all the treatment after the injury, there has been an increase¿ in my prescription. On 19dec2024, a call was placed to the pt for additional medical information, but nothing additional was provided. On 23dec2024, the pt provided additional information by email. The pt provided the prescription from the ecp dated 16dec2024; od: -4.50 -0.50 20 the pt reported the consult dates were (B)(6) 2024. Medication: oftalmoz instill 1 drop in the od every 2 hours for 2 days, then return to evaluate; hiluropt: systane hydration, instill 1 drop four times daily (qid) and epitegel, 1 tube, apply 2 times daily (bid). On 26dec2024, the pt provided additional information. The pt was diagnosed with the ¿early stage of a corneal ulcer on od.¿ the diagnosis date was not provided. The pt was advised of chronic dry eye and that ¿could play a factor as well.¿ the location of the corneal ulcer is unknown. The pt had a return visit to the ecp on (B)(6) 2024 and the oftalmox was changed to every 4 hours, then the ¿next visit every 6 hours, then discontinued on last visit.¿ the ecp advised the pt to continue using the epitegel and systane eye drops due to the dry eye syndrome. The pt advised that the od corneal ulcer resolved and only ¿some redness¿ persists. The pt has follow-up appointment in 6 months with the ecp. Calls placed to the pt¿s treating ecp on 26dec2024, 27dec2024, 30dec2024 and 06jan2025 were unsuccessful. No additional medical information was provided. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number l0067qv was produced under normal conditions. One lens case was received containing 2 lenses for lot number l0067qv. A visual inspection was conducted. Lens # 1 had no visual attributes observed. Lens # 2 was torn. If any further relevant information is received, a supplemental report will be filed, as appropriate.